Event description:
It was reported that a ventilator generated a frozen photo screen during patient use. The reporter states, the ventilator was powered off to change the patient circuit. Upon powering the device on, the ventilator's screen was reported to have frozen at the photo screen. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).the single board computer (sbc) printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. A third party service provider replaced the sbc pcb.